Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon was duplicated due to video connector corrosion. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that video connector corrosion was caused since the user connected the scope to the subject device without adequately drying electric contactor of the scope or without removing foreign objects (e.g., chemical residue, status cerumen, sebum staining, dust, gauze spray) on the electric contactor of the scope. This resulted in the instability of the electric contact point, which affected the communication between the scope and the subject device, resulting in the occurrence of b30 error. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, scope communication error b30 occurred. The customer could not solve the error. There was no report of patient injury associated with the event.